Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired four times, the last repair being for a damaged comb on 6 september 2018. The reported event was confirmed by the service technician who evaluated and repaired the device. On (B)(6) 2018, it was reported from (B)(6) hospital that a mesher had a damaged comb. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 2 november 2018 and it was noted that the comb was bent. No testing could be performed with the mesher due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had damaged comb. The event occurred during set up. There was no harm or delay reported.